Event description:
During operating room procedure on pt's head, while cautery was being used a spark was noted to go from cautery to the oxygen mask. A fire started. Pt sustained burns to face, neck, and upper chest but will recover. There has been no determination that any equipment malfunctioned.